Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6). A getinge field service engineer fse inspected the unit and confirmed the reported issue the fse verified that the mains indicator and mains connection were displayed correctly on the screen the batteries were cross checked with another unit and found to be functioning properly the fse reset the connections of power management board and power slot interface however the problem persisted the fse replaced the power slot interface pcba assembly the unit passed all functional and safety tests in accordance with the manufacturers specifications and was returned to clinical service.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) found the batteries not charging. No patient was involved.